Manufacturer narrative:
This investigation will be updated should further pertinent information be provided.

Event description:
It was reported that this system with a right ventricular (rv) lead and an implantable cardioverter defibrillator (ICD) triggered a red alert regarding ventricular pacing impedance high, out of range. Rv pace lead impedance trending has been showing during the last month intermittent abrupt increases in impedance. Also, shock impedances were high, out of range. As the implanted ICD has a spring leaflet and not a spring contact, no spring contact issue was suspected. Many episodes in the logbook show respiratory rate trend termination algorithm. There were also episodes showing over sensed mechanical non physiologic signal. It was discussed that this behavior looks like an early onset of lead fracture. Also, during the episodes there are instances where the atrial lead channel shows signal under sensing. Several programming options and interventions were recommended. According to field representative, the therapy zone duration was reprogrammed for the device. Noise is intermittent and has not resulted in any inappropriate shock as of now. Patient is scheduled to be evaluated by some one of the doctors that does extractions. No word yet on when it will take place, but extraction seems to be the likely course of action. A couple of weeks later, a new red alert was observed and tachy therapy was turned off. The system remains in service at this point. No adverse patient effects were reported.

Manufacturer narrative:
This investigation will be updated should further pertinent information be provided.

Event description:
It was reported that this system with a right ventricular (rv) lead and an implantable cardioverter defibrillator (ICD) triggered a red alert regarding ventricular pacing impedance high, out of range. Rv pace lead impedance trending has been showing during the last month intermittent abrupt increases in impedance. Also, shock impedances were high, out of range. As the implanted ICD has a spring leaflet and not a spring contact, no spring contact issue was suspected. Many episodes in the logbook show respiratory rate trend termination algorithm. There were also episodes showing over sensed mechanical non physiologic signal. It was discussed that this behavior looks like an early onset of lead fracture. Also, during the episodes there are instances where the atrial lead channel shows signal under sensing. Several programming options and interventions were recommended. According to field representative, the therapy zone duration was reprogrammed for the device. Noise is intermittent and has not resulted in any inappropriate shock as of now. Patient is scheduled to be evaluated by some one of the doctors that does extractions. No word yet on when it will take place, but extraction seems to be the likely course of action. A couple of weeks later, a new red alert was observed and tachy therapy was turned off. At this point the rv lead was confirmed to show a fracture and was explanted. A new rv lead was implanted. The ICD was explanted without additional allegations and a new ICD was implanted at the same surgery. No additional adverse patient effects were reported.